Manufacturer narrative:
Product ID: 3966, lot# la3088, implanted: (B)(6) 2002, explanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2008, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. (B)(4).

Event description:
It was reported that 7 years ago, the patient felt a shooting pain up her right leg after she left a convenience store. The patient's healthcare provider (hcp) was informed of this who instructed the patient to turn stimulation off. The reporter stated that the patient didn't turn it back on until she was reprogrammed a few days later. If additional information becomes available, a follow-up report will be sent.